Event description:
As reported, during an upper limb angiography and dilation of the fistula vessel in a patient with a right upper limb artificial blood vessel arteriovenous fistula failure and thrombus formation. The balloon and catheter tip of this 4f fogarty embolectomy catheter detached. The balloon tip was fixed in the artificial blood vessel, and the thrombus was removed by cutting open the artificial blood vessel. The detached balloon tip was also removed, and the blood vessel and incision were sutured to complete the surgery. The device was not available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected section h6 (health effect). Updated section d9 (device available and returned to manufacturer) and h3 (device evaluated). Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was available for evaluation. One fogarty thru-lumen embolectomy was received by our product evaluation laboratory. As received, the catheter body was completely broken at the tip. Broken mating part and balloon were not returned. Cross surface at the site of damage appeared rough and uneven. No other visible damage was observed form returned unit. Evaluation results revealed that the reported event of balloon and catheter tip detachment was confirmed. Further investigation was completed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through visual inspection for catheter tube integrity and leaks to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.